Manufacturer narrative:
B3 unknown. One device was received for evaluation. Visual inspection found a damaged downstream occlusion seal, which verified the reported problem. The downstream occlusion seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported there is a "damaged downstream occlusion seal". There was unknown patient involvement.